Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, physician reported replacement of the subject device after 4.5 years of implantation; it was considered that the device reached recommended replacement time (rrt) prematurely. The device will be returned for analysis.

Event description:
Reportedly, physician reported replacement of the subject device after 4.5 years of implantation; it was considered that the device reached recommended replacement time (rrt) prematurely. The device will be returned for analysis.

Event description:
Reportedly, physician reported replacement of the subject device after 4.5 years of implantation; it was considered that the device reached recommended replacement time (rrt) prematurely. The device will be returned for analysis.